Event description:
The customer reported that the system displayed an x-ray disabled error message and the loss of x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power motor relay printed circuit board was replaced. The system was tested and found to be working as intended and put back into service.